Event description:
N/a

Manufacturer narrative:
It was reported that upon placement of navitor valve the patient became bradycardic for a few minutes and then their rhythm returned to lbbb. Information from the field indicated that the patient's initial rhythm was left bundle branch block (lbbb), and that the valve was implanted at the depth of 4 mm. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. It is possible that procedural condition (implant depth and patient history- lbbb) could have contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention and surgical intervention were the results of case-specific circumstances, as a a temporary and a permanent pacemaker were implanted. The patient required prolonged hospital stay for monitoring of rhythm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 4.8mm and there was no calcification was present extending beneath the aortic annular plane in the interventricular septum. During procedure, a pre-dilation was performed with a 23mm non-abbott balloon and then the valve was successfully implanted at a depth of 4mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). The initial rhythm was left bundle branch block (lbbb), after the valve was placed the patient became bradycardic for a few minutes and then their rhythm returned to lbbb. The patient left the room without a temporary pacemaker as their rhythm had returned. Later it was noted that the patient's rhythm slowed down and they placed a temporary pacemaker and a permanent pacemaker was placed on (B)(6) 2025. The patient required prolonged hospital stay for monitoring of rhythm. The patient was reported discharged.